Event description:
It was reported that shaft break occurred. A 3.00 x 12mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention procedure. During procedure, balloon shaft broke. Device was removed out of patient and nothing was left in the patient. The procedure was completed with alternate device and there was no patient complication.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the agent dcb mr 3.00 x 12mm balloon catheter, catheter batch 33127051. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination of the hypotube found a break at 21.5cm distal to the distal end of the strain relief and multiple hypotube kinks. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. A 3.00 x 12mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention procedure. During procedure, balloon shaft broke. Device was removed out of patient and nothing was left in the patient. The procedure was completed with alternate device and there was no patient complication.